Manufacturer narrative:
(B) (4).

Event description:
Literature: lee j-y, jeon bs, paek sh, lim yh, kim m-r, kim c. Reprogramming guided by the fused images of MRI and CT in subthalamic nucleus stimulation in parkinson's disease. Clin neurol neurosurg. 2010; 112(1):47-53. Summary: this article presents a study of 65 patients with parkinson's disease who underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) between march 2005 and september 2006 and had been managed for at least 6 months within conventional programming based on physiological responses. The aim of the study was to evaluate the usefulness of the visual information about the location of the contacts in dbs programming, and compared the outcome of stn before and after reprogramming guided by the fused image of MRI and CT. Reportable event: 15 patients were identified as "poor locators" after CT imaging. Poor locators had either one or both leads located outside the stn. It was noted that updrs part ii scored in both on and off medication stated worsened after reprogramming. It was also noted that the axial symptoms in updrs part ii tended to worsen in the on and off medication states. The changes in scores were significantly different from the good locators group in the on-medications state. It was noted that five leads had good microelectrode signals. The other 18 leads were noted to have poor microelectrode recording signals during implant. Four patients underwent reoperation after completion of the study which resulted in better outcome. The remaining ten leads were being considered for re-operation. Reference MFR report #3007566237201001739. See literature article attached to MFR report #3007566237201001696.